Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the IV tubing was primed correctly, however air was in the line and was administered to the patient. As soon as the doctor noticed the air, the infusion was stopped immediately. The doctor withdrew as much of the air as possible out with a syringe. It is unknown how much air had been infused to the patient. There were no patient injuries or other intervention needed, other than to monitor the patient for air embolism.